Event description:
Tampon defected no string to retrieve it [device physical property issue. One of the wrappers had not sealed properly product container seal issue. Case narrative: consumer reported via email that the tampon was defected and there was no string to retrieve it. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.